Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the failure occurred due to a patient board set failure. The cause of the failure is likely to be an effect of the operator amplifier on the patient board set (dr board) before the design change was taken or a poor connection with the video connector, which resulted in the images not being displayed. There has since been a design change to prevent reoccurrence. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that there was no image due to a printed circuit board failure. Additional evaluation findings were as follows: the video socket connecter had a defective locker and didn¿t secure the scope video cable, the top cover and chassis were rusty and the chassis feet needed to be replaced, there was a crack on the front panel, and the software needed to be updated to version 3.10. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii video system center had image issues and was not working with the 180 gastrointestinal scope. There were no error messages. The issue was found before use. Inspection and testing of the returned device found a printed circuit board failure. There was no report of delay or harm to the patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.